Event description:
It was reported that the patient had a 3.0 x 12 mm xience stent implanted on (B)(6) 2013. The patient was experiencing chest pain approximately six months later. As the patient had stopped taking her aspirin and plavix, due to concern for stent thrombosis, a repeat catheterization was performed. The xience stent was confirmed to be well-expanded with no thrombosis or restenosis noted. However, an aneurysm was observed in the previously stented segment and was confirmed via intra-vascular ultra sound (ivus). A 3.0 x 19 mm graftmaster stent was implanted to cover the aneurysm. Final angiography showed excellent results. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation. In this case, there were no reported device malfunctions or product deficiencies. Additionally, aneurysm and unstable/stable angina pectoris are listed in the xience everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.